Manufacturer narrative:
The reported event that the peg broke was confirmed by the complaint specialist during the device evaluation. Handling of the device and the devices age may have caused or contributed to the reported event.

Event description:
It was reported that the peg of the device was broken off while at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the peg of the device was broken off while at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the peg of the device was broken off while at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.